Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the pusher bar is bent and the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.